Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. In addition, the event does not allege a labeling issue or device related infection; therefore no DHR is required. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that this 23mm valve was explanted from the aortic position after an implant duration of 10 years and 5 months due to degeneration. A 29mm valve was implanted in replacement.

Manufacturer narrative:
H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
H10. Additional manufacturer narrative: updated section b5.

Event description:
It was reported via the implant patient registry that this 23mm valve was explanted from the aortic position after an implant duration of 10 years and 5 months due to degeneration. As per medical opinion, this was not considered an early failure of the surgical valve. A 29mm valve was implanted in replacement.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.